Event description:
It was reported that alert 11 indicated an incomplete bolus. The customer's blood glucose level was high, though the specific value was not known. To address the high blood glucose level, the customer performed a correction injection. Technical support educated the caller on the alert's meaning and advised on proper handling of the pump to avoid similar alerts in the future, which the caller acknowledged and understood.